Event description:
It was reported the patient is not able to set ipg into MRI mode due to high impedances on leads. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that there were no known allegations of deficiencies against the device.